Event description:
The physician used a cook endoscopy triclip endoscopic clipping device during a procedure. During use, the handle broke. Nothing had to be retrieved from the patient. The initial reporter was contacted several times in an attempt to collect additional information regarding this occurrence. The additional information relating to this complaint was not received. It is unknown if the patient experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A separated handle can occur if the luer lock is not properly connected to the handle after exposing the clip for deployment. Failure to make this connection secure can cause the handle to separate if the device is held at an angle and excessive pressure is applied to this portion of the handle assembly. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all triclip endoscopic clipping devices are subjected to a visual inspection and functional test to ensure device workability. During the manufacture stage, the handles are inspected for separation. Also, the handles are worked to ensure smoothness of workability. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a corrective action has been implemented in an effort to reduce occurrences of handle separation for the triclip endoscopic clipping device. This product was manufactured prior to this implementation. Customer quality assurance will continue to monitor for complaint trends.